Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears clear. Brown material was observed within the device. White material and gel was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 2.7 cm and another one measured 0.7 cm within lines of shell wear, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and brown material found on the device. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 325cc gel breast prosthesis that ruptured after implantation. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 09/11/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/22/2018, mentor received additional information about the event. The lot number of the suspect medical device is 271618. A device history record review is in progress. Once completed, a supplemental report will be submitted. The concomitant product is a mentor memorygel breast implant 325cc gel breast prosthesis, catalog #3543257, lot #271713. Manufacturer¿s reference number: (B)(4).